Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was not duplicated. Review of black box data found the current date range did not cover the complaint date due to continued customer use. The available date range did not show any alarms or warnings related to the complaint. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump¿s meter remote had a line through the display. On an unspecified date ¿two months ago¿, the patient reportedly misread the carbohydrates entered on the ezcarb bolus screen due to the line running through the display, and after the bolus her blood glucose level dropped to 30 mg/dl. The patient administered self-treatment by consuming orange juice and her blood glucose level corrected. She did not seek any medical attention. Troubleshooting revealed there was no evidence of moisture or corrosion on the pump and no misuse of the product. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after taking a bolus dose of insulin based on a mis-read carbohydrate amount on the display, and received treatment with food. Therefore this complaint is being reported.